Manufacturer narrative:
(B)(4).

Event description:
(Os 19.060) the dentist reported that 15 days after the dental implant was installed in intraoral region #11 it was verified its non osseointegration. The 60 ncm of primary stability was achieved and immediate load was performed. There are not any other info about the case.